Event description:
It was reported that at the beginning of a pacemaker implantation surgery, the pacemaker was found to be locked in safety mode (vvi) while still in its box. Upon identifying the malfunction, the distributor replaced the pacemaker with a new one. The physician successfully completed the procedure with a new pacemaker without further complications. The patient was stable throughout.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with the battery near the beginning of life (bol) level. After reloading the code, the device was restored to nominal settings without any anomalies. Functional testing showed normal operation. A cold soak test was performed as part of the evaluation and produced normal results. The output signal was also analyzed, and all parameters were found to be within the normal range. The device was observed over several days, during which interrogation results remained stable. A longevity assessment confirmed that the device was functioning within the expected range, with sufficient remaining longevity. The reported backup operation could not be reproduced despite extensive testing. The findings are consistent with an integrated circuit anomaly.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with the battery near the beginning of life (bol) level. After reloading the code, the device was restored to nominal settings without any anomalies. Functional testing showed normal operation. A cold soak test was performed as part of the evaluation and produced normal results. The output signal was also analyzed, and all parameters were found to be within the normal range. The device was observed over several days, during which interrogation results remained stable. A longevity assessment confirmed that the device was functioning within the expected range, with sufficient remaining longevity. The reported backup operation could not be reproduced despite extensive testing. The findings are consistent with an integrated circuit anomaly. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.